Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery / circumflex artery. A non-abbott balloon catheter was unable to advance over the versaturn guide wire (gw). The devices were removed without issue and an unspecified substance, a ball of blue coating, was observed on the gw. There was no foreign substance left in the anatomy. There was no adverse patient effect or a clinically significant delay. The patient was re-wired and another device was successfully used. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported contamination was confirmed. The reported difficulty to advance was unable to be confirmed due to the contamination on the guide wire. A fourier transform infrared spectroscopy (ftir) scan and chemical (chem) analysis was performed on the fiber like contamination. The chem analysis concluded that the contamination on the guide wire was cellulose fibers. These cellulose fibers can be found in surgical cotton pads, gauze, or other surgical bedding. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage or contamination noted on the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, and contamination of the guide wire appear to be related to case circumstances of the procedure. In this case, it is likely that during advancement into the anatomy, the guide wire likely dragged against the surgical gauzes, wipes and/or other sterile fabric used in the procedure causing the fiber to roll up or attach themselves to the guide wire causing resistance between the wire and balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.